Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's wife alleged that the issue began in the afternoon on (B)(6) 2011. The patient manages his diabetes with insulin (via insulin pump); however, it is unclear what action the patient took in response to the alleged issue. According to the csr's documentation, the patient developed symptoms of "blurry vision, tingling feet, dizziness" on (B)(6) 2011(time not specified). Following the alleged issue, the patient's wife indicated the patient tested with his mother-in-laws meter (date, time, and blood glucose results are not specified). On (B)(6) 2011, the patient reportedly began drinking more water as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the test strips drew the patient's blood sample in completely. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have dirty spc pins. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.